Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose event with a nadir of 53 mg/dl while using the ilet system integrated with a freestyle libre 3 plus cgm, with no identifiable precipitating factor on review. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrate and recovery, with cgm reading 74 mg/dl during the call and a confirmatory fingerstick of 123 mg/dl, without need for further assistance or medical intervention. Investigation included customer interview, review of available usage information, and troubleshooting and education. Investigation of this case revealed no device malfunction or component failure and no reproducible cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.